Manufacturer narrative:
Inspected one opened and used reservoir and performed a manual prime and high-pressure tests per specification, the reservoir passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found, the reservoir connected and locked properly.

Event description:
The customer reported that insulin was leaking past the o-rings into the reservoir compartment. No further information was provided.